Event description:
The reporter stated that the dermatome was one of group of dermatomes that has been taking grafts deeper or less deep than the calibrated thickness. A pt who had a deep donor site down to the fat layer may require a skin graft. Additionally the gel used on a pt's skin prior to skin harvesting was observed to turn black, "oil" was observed to spray out from the devices during use. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.